Manufacturer narrative:
The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. All boluses were delivered and recorded in daily totals. However, the insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had bolus wizard complaint. Customer's blood glucose at time of incident was 298 mg/dl. The customer noticed when trying to deliver a bolus and pump said maximum bolus. The customer stated that when doing correction for high blood glucose enter and press act it automatically pop up to 298 mg/dl. The customer is uncomfortable with the pump and advised that we will send a courtesy pump.